Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges subsequent to the implantation, patient began suffering persistent pain and decreased mobility, both worsening over time. It is also alleged the patient's femur cracked at the point where the stem of the femoral head is inserted, rendering patient immobile.